Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event; please see associated reports: 3007963827-2018-00200, 0002648920-2018-00818, and 0002648920-2018-00820. UDI: (B)(4). Concomitant medical products: femur cemented posterior stabilized (ps) standard right size 9, catalog#: 42500606602, lot#: 63048601. Tibia cemented 5 degree stemmed right size g, catalog#: 42532007902, lot#: 63112196. All poly patella cemented 32 mm diameter, catalog#: 42540000032, lot#: 62859193. Customer has indicated that the product will not be returned to zimmer biomet for investigation, because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent right total knee arthroplasty. Subsequently, patient is experiencing a burning sensation in the right leg and knee. A knee brace was prescribed. No revision procedure has been scheduled.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI: d4: (B)(4). Reported event was confirmed by review of medical records. Medical records were provided and reviewed by a health care professional. Review of the available records identified no intraoperative complications during the initial surgery on (B)(6), 2015. A report from a visit approximately 18 months post op identified the patient was experiencing severe pain, dissatisfaction, and a burning sensation. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent right total knee arthroplasty. Subsequently, patient is experiencing a burning sensation in the right leg and knee. A knee brace was prescribed. At the patient's two year follow-up, the patient noted pain and difficulty with everyday activities. No revision procedure has been scheduled.